Event description:
A report was received that the patient was experiencing drainage at the ipg site and the ipg had popped out of the site wherein it could be physically seen. The patient underwent a revision procedure wherein the ipg was replaced and relocated, and new lead extensions were implanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.